Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false air in line, which was reproduced during evaluation through troubleshooting of the device. A review of the event history log identified false air in line as air in line messages. The cause was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed a false air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.